Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc - foreign matter. On (B)(6) 2025, a patient required intravenous fluid replacement for surgical treatment. An intravenous catheter within its expiry date was used, but upon opening, foreign matter was found on the steel needle. Use was immediately discontinued and a new intravenous catheter was replaced.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#3353671): 1) this batch of products were assembled at intima ii auto line 4 in feb 2024 and packaged at cfs package line in feb 2024. Batch size was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint; the exact location and condition of the foreign matter cannot be identified. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matter in the indwelling needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.